Event description:
It was reported that a cartridge alarm occurred during insulin delivery. The customer reset the pump however the cartridge alarm recurred.the customer continued to use the pump for insulin therapy.there was no adverse impact to the customer¿s blood glucose level.